Event description:
A customer reported experiencing a cartridge change error with their pump, which had been occurring for a couple of months without an exact start date. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by instructing them to inspect and clean the pump, but the cartridge could not be successfully loaded. As a result, the customer could not resume insulin delivery, and it was determined that a replacement pump was necessary. The customer was set to receive a new pump with updated software, and arrangements were made for the return of the faulty pump. The customer understood the process and was instructed on how to reprogram their settings and connect their cgm to the replacement pump.